Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula crimped event within 3 hours after insertion. The site of insertion was abdomen. The blood glucose was reported high and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.